Event description:
On (B)(6) 2011, clinical specialist reported the down button stopped working on the patient's infusion device. Patient was present with the clinical specialist in the same room during the call. Clinical specialist stated the down button on the infusion device pops back up after being pressed. Clinical specialist assisted patient with switching to the backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.